Event description:
(B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed design house located in (B)(6). The investigation determined that the battery fault was due to an isolated component failure within the battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical services in (B)(4) and an eval was performed. A review of the downloaded device events log confirmed that system fault 180 was triggered in the device. The system fault was reproduced during device eval. The device was returned to the mfg facility in (B)(4)so that an engineering investigation can be performed. The device has not yet been received, therefore, resmed is unable to confirm the alleged malfunction at this time. Resmed reference # (B)(4).